Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of doxorubicin. After an unspecified length of time in use, the customer contact noted leakage of fluid running down the outside of the tubing from the closed convertible piercing pin vent cover. There were no adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.